Event description:
Returned product was received. No information alleging any device issue or patient symptoms was received. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2000, product type extension; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2000, product type extension. (B)(4). Analysis results for the implantable neurostimulator (ins) (serial number (B)(4)) found that both battery bond wires were broken.